Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while starting up the imaging system, the viewing station of the imaging system was plugged into a faulty ethernet port at the site and lagged when attempting to pull from the worklist. When attempting to shut down the viewing station of the imaging system, the screen went blue. Following a restart, the imaging system was plugged into a known operational ethernet port and the reported issue was resolved. There was no patient present when this issue was identified.